Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported the display is blank and there are cracks under the screen after the belt clip broke and the insulin pump was dropped. The customer treated for the low blood glucose level with food. The current blood glucose level was 80 mg/dl. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify blank due to physical damaged to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.